Event description:
During a site visit, it was reported that channel disconnect alarms occurred while transporting a patient from the pediatric cardiac ICU [intensive care unit]. Three lvp channels were on one side of the pump since there was a pca infusing. The clinician stated, "[if you] brushed up against the pump¿ the channels [they] would shut off and say channel disconnected." Beside the pca, two channels were ¿maintenance¿ [fluids] and one channel was a drip of an anti-hypertensive medication. The clinician could re-store and turn the channels back on. However, the pumps shut off at least four times. The pump and tubing were not sequestered. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Event description:
During a site visit, it was reported that channel disconnect alarms occurred while transporting a patient from the pediatric cardiac ICU [intensive care unit]. Three lvp channels were on one side of the pump since there was a pca infusing. The clinician stated, "[if you] brushed up against the pump¿ the channels [they] would shut off and say channel disconnected." Beside the pca, two channels were ¿maintenance¿ [fluids] and one channel was a drip of an anti-hypertensive medication. The clinician could re-store and turn the channels back on. However, the pumps shut off at least four times. The pump and tubing were not sequestered. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added to: d1, d4,& g5-product grid revised- suspect changed to 8015.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit, it was reported that channel disconnect alarms occurred while transporting a patient from the pediatric cardiac ICU [intensive care unit]. Three lvp channels were on one side of the pump since there was a pca infusing. The clinician stated, "[if you] brushed up against the pump¿ the channels [they] would shut off and say channel disconnected." Beside the pca, two channels were ¿maintenance¿ [fluids] and one channel was a drip of an anti-hypertensive medication. The clinician could re-store and turn the channels back on. However the pumps shut off at least four times. The pump and tubing were not sequestered. There was no patient harm.